Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the evo. The incident occurred in belgium. Through follow-up communication with livanova field service representative in charge, it was learned that the evo unit is working with one reoccurrence the day after. A picture was provided as evidence of the reported error. In order to solve the issue, the occluder unit circuit board hva and control unit circuit board hvp will be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during procedure, an evo clamp unit gave an error message (e241 code) related to can communication (fault in occluder). However, it continued to work anyway after. There was no patient injury.

Event description:
See initial report.

Manufacturer narrative:
H11: a review of the device service history has been conducted, confirming that no similar events have been reported and no concerning trends have been identified. Based on investigation findings, the most likely root cause of reported event has been assigned to an electrical failure of the replaced boards. The failure of electronic boards may result from multiple, non-deterministic factors, including exposure to heat, dust, and moisture; accidental impacts such as drops and falls; power overloads or surges; as well as variability in micro-level subcomponents. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
H11: the occluder unit circuit board hva and control unit circuit board hvp were replaced to solve the issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.